Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. Customer was treated with manual injection. Customer did not allege insulin pump for under delivering. Customer declined to check air bubbles. Customer stated that the insulin pump had insulin flow block alarm. Customer was assisted with troubleshooting for insulin flow block alarm. Customer reported pump alarmed during fill tubing. Customer reported insulin exited and pump alarmed during fill tubing. Customer did high pressure test and it was failed first time then customer repeated test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing.(B)(4).